Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised the display screen is blank at times but was working fine currently. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.